Manufacturer narrative:
This case was was discovered upon literature review. Due diligience was taken in an attempt to gather as much information about the case as possible. If further information becomes available, a follow up report will be submitted.

Event description:
A transvenous rv lead (riata 1581 st. Jude) extraction procedure was performed due to lead failure using a combination of a lld ez and 14f sls ii excimer powered laser sheath. The lld could not be advanced past the distal coil of the right rv lead. Antegrade laser application advanced the sheath to the svc where progress was impeded. Because of the tenacious adhesion at the rv apex, further traction resulted in severing of the lead and the locking stylet in the svc and right atrium. The case required intervention to remove lead by snare per femoral approach. Lead removal by femoral approach was unsuccessful as hypotension was evident and frayed ICD conductors floated freely in the tv. A repeat attempt was made to snare the lead per right internal jugular approach. The lead was successfully removed and the patient survived the intervention and was discharged the next day in stable condition. This event is being reported because the lead and lld broke requiring an intervention to complete the case.